Event description:
Hospital reported t.w. Power supply knob on the machine was broken. Photo provided by complainant shows the power supply with the knob detached.

Manufacturer narrative:
Trackwise #: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported t.w. Power supply knob on the machine was broken.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b-4, g-3, g-6, h-2, ,h-6, h-10, h-11. Corrected section: h6 - health effect ¿ clinical code from "others no clinical signs, symptoms or condition" to "others insufficient information". The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the power supply was not observed in the photograph. No visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break;knob" was confirmed.

Event description:
N/a.